Manufacturer narrative:
The reported complaint of the lifeband won't retract and the autopulse platform (sn (B)(6) is displaying fault code 16 (timeout moving to take-up position) was confirmed during functional testing and archive data review. When an error message is displayed, the lifeband will be unable to retract. The root cause for the fault code was a seized brake gap, due to a failure of the drivetrain. The complaint that the serial number label is partially scratched off was confirmed during visual inspection. The observed physical damage appeared to be the characteristics of user mishandling. The UDI label was replaced. The archive data review showed the occurrence of fault 16, thus confirming the reported complaint. Unrelated to the reported complaint, user advisory (ua) 23 (compression will exceed 3 revolutions) errors were observed in the archive. The platform initial functional testing due to fault 16, displayed before the first compression, thus, confirming the reported complaint. The brake gap was seized. The drivetrain was replaced to remedy the fault code. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(6).

Event description:
The customer reported the lifeband won't retract, and the autopulse platform (sn (B)(6) is displaying fault code 16 (timeout moving to take-up position) during testing with a mannequin. No device malfunction is suspected with the lifeband. The platform was tested with another lifeband with the same result. Also, the serial number label is partially scratched off and needs to be replaced. No patient involvement.